Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the pump was explanted on (B)(6) 2025. The device was sent for analysis.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 2000.0 mcg/ml at a simple continuous dose rate of 430.2 mcg/day via an implantable pump for unknown indications for use. It was reported that there was problem with boluses. The patient has programmed 4 boluses per day; however, only 2 per day can be released as the pump will not release another bolus. As per the session long report provided, the baclofen bolus dose was 30.0 mcg, the maximum bolus activations were 4/day, the dose restriction interval was 4/24 hours, the lockout interval was 3 hours, and bolus duration was 20 minutes. Regarding factors that may have led or contributed to the issue, it was indicated that there were none. Diagnostic testing/troubleshooting performed included retrying programming. The issue was not resolved as of (B)(6) 2025. No surgical intervention occurred and no surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the patient's pump was (B)(6) 2021. The model number of the patient's personal therapy manager and serial number could not be determined. The communicator's serial number was provided. The rep stated that there was no problem with the device, therapy, procedure or programming. It was further stated that on (B)(6) 2025, there was an adjustment of dose and bolus settings and on (B)(6) 2025 there was adjustment of settings. The rep stated they found that the time in the pump was wrong. The cause of the issue regarding only 2/4 allowed boluses per day having been received was unable to be figured out. The rep stated that it was probably a pump fault. On (B)(6) 2025, it was discovered that the pump was showing the wrong time. The rep said this was likely cause of the problems with dosing and bolus programming. The rep stated that they were planning to replace the pump. The pump would be explanted and sent for examination. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that yesterday (2025-02-25), there was still a problem with the application of the required number of boluses per day. The patient was allowed 4 boluses per 24 hours by the doctor, but in reality, the pump allowed him two boluses according to the settings, and in the afternoon, the system decided again. The patient did not report any physical damage to the pump and the pump still had a year and a half left. During the check-up, the rep found that the pump showed the wrong time. The rep asked if it was possible that this pump defect could cause problems with the application of the bolus. The rep evaluated the case so that they would give the patient a new pump as part of the complaint, and then would send the pump for expertise. Additional information received from a foreign consumer via a manufacturer representative (rep) indicated that the rep was sending an email from the patient, which precisely described the pump's inability to deliver the programmed boluses after three hours. In the email, the patient stated that after a visit to their doctor on (B)(6) 2025, they were allowed 4 boluses during the day at intervals of 3 hours. Between the last evening and the first morning bolus on (B)(6), there was an interval of 9.53. On wednesday (B)(6), the interval between the first and second bolus was 7:56, between the second and third bolus 3:03, between the third and fourth bolus 3:02 and between the last evening and the first morning bolus on february 27 was the interval 9:52. On thursday (B)(6), the interval between the first and second bolus was 7:57, between the second and third 3:00, between the third and fourth bolus 3:00 and between the last evening and the first morning bolus on (B)(6) was 9:34. On friday (B)(6), the interval between the first and second bolus was 7:56, between the second and third bolus 3:17, between the third and fourth bolus 3:00. The patient stated that they did not give themselves the fourth bolus. On saturday (B)(6), the interval between the first and second bolus was 3:00, between the second and third bolus 5:47, between the third and fourth bolus 3:03 and between the last evening and the first morning bolus on march 2 there was an interval of 11:24. On sunday (B)(6), the interval between the first and second bolus was 3:13, between the second and third bolus was 5:46, between the third and fourth bolus 3:00 and between the last evening and the first morning bolus on (B)(6) there was an interval of 11:13.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). It was reported that the pump explant date had not yet been set.